Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to an infection on unknown date. The customer's blood glucose was unknown. The customer had infection such as redness, swelling and pus. The customer was treated with agumentin antibiotics, nerisone pomat, madecassol pomat, advantan pomat. The customer stated that they had infection due to tape. The insulin pump will not be returned for analysis.